Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a high blood glucose level and diabetes ketoacidosis. The blood glucose level of the patient was 850 mg/dl. Therefore, the patient was admitted to hospital on (B)(6) 2024 for three days. No further information was available.

Manufacturer narrative:
Patient city: (B)(6).